Event description:
Health professional reported that pt had a lap-band that had been implanted and then explanted a short time later. The reason for the explantation was "the pt didn't tolerate that device. [Patient] developed severe nausea, vomiting, and difficulty swallowing. [The pt] was also dehydrated." The device has been discarded and will not be returned to allergan.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."